Event description:
It was reported by the pt that he is being revised for loosening of a trident psl shell purefix ha.

Manufacturer narrative:
It is unk at this time whether the device will be returned for eval.